Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead were inactivated, partially explanted to eliminate bulk in the pocket and replaced with a leadless implantable pulse generator (ipg), for an unknown reason. No patient complications have been reported as a result of this event.